Event description:
Patient reported that segments appeared to be missing on the suspect device's display. Patient indicated that he receiveda blood glucose result, which he believed to be 40 mg/dl. Patient stated that he was not feeling well, and decided to seek treatment in the hospital's emergency room. Patient stated that, upon arrival in the emergency room, his blood glucose measured in the high 300mg/dl range (on hospital's blood glucose monitor). Patient was reportedly treated with an intravenous saline solution, and was released after receiving a prescription for an antibiotic and insulin. Patient's current condition fine today, but still experiencing elevated blood glucose. Quality control testing had not been performed on the system. Technical support instructed patient on how to perform a display check. Patient reportedly found no missing segments. Technical support requested the return of the suspect device and replacement product was shipped.